Manufacturer narrative:
Device eval summary: the eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the charger problem is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event related from the damaged transistor. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem was prompting 'charger problem'. The pt was provided with a replacement charger/modem.